Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 4 message. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach him by telephone. Two days later the mas mailed a letter requesting the patient contact medical affairs. Twelve days earlier the patient obtained the error 4 message on the reported meter while attempting to test his blood glucose level. The patient did not obtain a result. At that time, the patient was experiencing the symptoms of dizziness, disorientation, seizure and he passed out. Following the use of the meter, the patient administered self-treatment by consuming food and/or a beverage. Emergency services were called, and the paramedics obtained the blood glucose results of 24 mg/dl and 26 mg/dl. The patient was treated intravenously with glucose. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct, the test strips were in good condition and stored properly, and the testing room temperature was within meter specifications. The error message issue was not resolved with toubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.